Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). Five months later, the vad coordinator contacted the MFR and reported that while the pt was in a tethered position, standing, they were experiencing yellow wrench alarms. The vad coord was unable to recreate the alarms. While attempting to retrace the events leading to the alarms, a yellow wrench alarm occurred with manipulation of sys controller power cables. A system controller self test was performed, which resolved the yellow wrench alarms. Approx 1-2 hours after the self test, the pt noted the system controller was very hot to touch and had a burning smell. The vad coord changed out the system controller with a back up system controller and no further alarms or problems were noted. The pt remains on lvad support while awaiting a heart transplant.

Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 12/2003, the vad coordinator contacted the MFR and reported that while the pt was in a tethered position, standing, pt was experiencing yellow wrench alarms. The vad coordinator was unable to recreate the alarms. While attempting to retrace the events leading to the alarms, a yellow wrench alarm occurred with manipulation of system controller power cables. A system controller self test was performed, which resolved the yellow wrench alarms. Approximately 1-2 hours after the self test, the pt noted the system controller was very hot to touch and had a burning smell. The vad coordinator changed out the system controller with a back up system controller and no further alarms or problems were noted. The pt remains on lvad support while awaiting a heart transplant.